Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D9 date returned to manufacturer was corrected. Additional information added to field b3, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred during device handling by the user, irregular physical stress or chemical damage caused by chemical solution to the objective lens glue. However, a definite root cause that led to the malfunction could not be identified. The event can be detected and prevented by following the instructions for use which state: ltf-190-10-3d operation manual _important information ¿ please read before use _ dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU: ltf-190-10-3d reprocessing manual chapter 3 compatible reprocessing methods and chemical agents 3.3 detergent solution :use a medical-grade, low-foaming, neutral ph detergent that may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories. IFU: ltf-190-10-3d reprocessing manual chapter 6 storage and disposal 6.1 warnings and precautions: storage and disposal:to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the adhesive of the distal end was deteriorating on the deflectable videoscope. There were no reports of patient involvement.